Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery in 2017 and had enhancement procedure on (B)(6) 2018. Patient post enhancement on (B)(6) 2018 with epithelial ingrowth in the left eye. A flap lift and scrape was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op 20/20 7.50 x -3.25 x 5, left eye pre-op 20/20 6.00 x -3.00 x 165. Bcva from (B)(6) 2017: right eye pre-op 20/15 .50 x -.50 x 0, left eye pre-op 20/15 .75 x -.75 x 150.